Manufacturer narrative:
Correction: a supplemental medical device report (smdr) # 3 is being filed to correct the date received by MFR on the prior filed initial/supplemental report. Incorrect date of 07/23/2015 is being corrected to 12/01/2015. (B)(4).

Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2015, the correct date should have been (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, confirming healing was longer than usual but none of patients experienced postoperative consequences or sequelae. According to the facility's biomedical engineer, there was no issue with the systems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts have been made to obtain further information on the event with no response to date. (B)(4).

Event description:
A pharmacist reported that a surgeon informed about corneal burns that occurred upon the beginning of the procedure after thirty seconds of ultrasound. It is still unknown which of the two systems was used during the procedures. Several attempts have been made to obtain further information on the event with no response to date. This is one of six reports being filed for the same facility. This report is for the corneal burns occurred upon the beginning of procedures after applying thirty seconds of ultrasound. This report is for a pool of patients.

Manufacturer narrative:
Evaluation summary: the customer has been contacted for additional information; however, no further information has been received. Both systems met specifications at the time of release. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Based on the information obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). With no additional, related information provided, the customer reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined.